Event description:
It was reported that pump displayed malfunction alarm code malf 0 with no notable events occurring beforehand. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. It was reported that the customer experienced an elevated blood glucose (bg) level of 504 mg/dl. Customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU). The customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Multiple attempts were made by tandem¿s technical support to obtain a release date from the ICU; however, no response was received.